Event description:
Procedure: lobectomy. According to the reporter: after the 1st firing the jaws locked on tissue, and it was difficult to remove. Additional force was exerted on the tissue to remove the device with some damage to tissue. There was no observed bleeding.